Manufacturer narrative:
Report date: 28jan2019. Date rec'd by MFR: 25jan2019. The manufacturer¿s international service technician confirmed the reported issue. Replaced the touchscreen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14jan2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen cannot be used for calibration.there was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 05/06/2019, date rec¿d by MFR : 05/14/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.